Event description:
It was reported that the arctic sun device was getting an alarm 77 (non recoverable system error - chiller water temperature sensor out of range ¿ high resistance) for the chiller temperature (t4) thermistor reading out of range. Per sample evaluation, main voltage card showed signs of electrical stress and the circulation pump had to be primed for unit to fill .

Manufacturer narrative:
The reported issue was confirmed by CAPA associated as manufacturer supplier related. During evaluation, it was noted that the main voltage card showed signs of electrical stress. As part of preventative measures the power inlet module, and main voltage card were replaced. The device passed testing after the repair. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause ; inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process ; evidence was not provided when requested for maintenance of records or crimp tools ; no crimp cross-sections provided. The device history record and labeling was not performed as the complaint was addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alarm 77 (non recoverable system error - chiller water temperature sensor out of range ¿ high resistance) for the chiller temperature (t4) thermistor reading out of range. Per sample evaluation, main voltage card showed signs of electrical stress and the circulation pump had to be primed for unit to fill.